Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported sticky and incomplete flap of a patients right eye following corneal flap creation.

Manufacturer narrative:
The company representative went on site and evaluated the system; they could not find any issues that could contribute to the reported event. . As a preventative measure, the company representative replaced vacuum components. System was tested and verified to meet specifications prior to departure. The root cause of the reported event cannot be determined conclusively. (B)(4).